Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9-1.1 cm 2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, the cause of the increase in gradient across the valve cannot be determined as information was requested but not forthcoming. However, the cause of the increased gradient may be due to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate, approximately 3 years post 26 mm sapien 3 valve in the aortic position, a valve in valve was perform with a 26 mm sapien 3 ultra valve due to increased gradient. Patient presented with echo gradients of 30 "mmmg". A catheter gradient was checked after the sapien ultra was implanted and the gradient is now zero.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical records findings and addition of the serial number information (d4). Per review of medical records, the patient was evaluated and subsequently treated with valve-in-valve (viv) for severe symptomatic prosthetic aortic valve stenosis in a previously placed tavr. The patient developed valve aortic stenosis with escalating symptoms. The implant was a success with no residual aortic stenosis and no significant aortic regurgitation. The patient was reported as stable. No pvl.